Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter split from the needle when removed from the packaging. The following information was provided by the initial reporter: "customer has had several 24g insyte autoguard peripheral ivs come out of the case/wrapping with the catheter split away from the needle prior to use. They said this has happened with several catheters from several different boxes."